Event description:
Male caller to help line stated that he had inserted an e.p.t test into his penis. The caller said he had called an ambulance because the test hurt him. The caller hung up without providing additional information.